Event description:
Serious autoimmune reaction, connective tissue degradation, profound fatigue, extreme gi(gastrointestinal) issues and many more responses. Fibromyalgia, ibs(irritable bowel syndrome), migraines, asthma, sjögren's syndrome, connective tissue disease, autoimmune disease, high blood pressure and more. Most of these are symptoms of breast implant illness, which I'm sure I have. Reference report: mw5115489.